Event description:
The lead was explanted due to capture anomaly. High impedance and high threshold were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.